Event description:
The customer reported that the equipment does not charge the battery and it shows a message saying the electrical power source was cut off. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a follow-p report will be submitted once the investigation is complete.